Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients lead was becoming superficial and bulging towards the skin surface. The patient underwent an explant procedure and was doing well postoperatively.